Event description:
It was reported that during a shoulder surgery the tip of the device broke off. The anesthetic time extended about 20 min, due to the surgery being prolonged while the surgeon retrieved the tip. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.